Manufacturer narrative:
(B)(4). The actual device was returned to the manufacturing facility for evaluation. Visual evaluation of the actual sample as well as the retention sample from the reported lot and the surrounding lots was conducted. On the actual sample, it was noted that the dilator was broken at the hub. An evaluation of the dilator under magnification revealed characteristics of breakage due to brittle dilator material. Manual manipulation of the dilator material did not reveal any other areas of brittleness. Evaluation of the retention sample of the involved product code/lot number as well as the surrounding lots confirmed there were no visual defects. In addition, functional testing confirmed the products met manufacturing specification. A review of the device history record for the reported part/lot combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be definitively determined based on the available information, the presence of a localized and extremely limited area along the dilator with apparent brittleness remains a rare occurrence, with no connection to product code, lot number, or user facility. All available information has been forwarded to the manufacturing facility for appropriate tracking, trending and follow up. (B)(4).

Event description:
The user facility reported dilator damage on the ik precision device. Follow-up communication from the user facility reported the following information: the physician gained access; upon removal, the head of the dilator snapped off; it was reported that the breakage occurred at the hub end of the dilator; they were able to remove the rest of the dilator without issue; the procedure was completed using the same sheath; and the patient was reported as doing fine.